Event description:
On february 16, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter had a blank display after powering on. The medical affairs specialist (mas) contacted the patient or her parents to obtain and verify information; however, was unable to reach her by telephone. One week later, the mas mailed a letter requesting the patient contact medical affairs. On date of event, at 12:00 pm, the patient noted the reported meter would power on, but the display remained blank; she was unable to perform a blood glucose test. At that time, the patient was experiencing the symptoms of dizziness and she felt faint. Following the use of the meter, the patient administered self-care by consuming food and/or beverage. The patient was taken to the emergency room. The patient was unable to provide her blood glucose level result. The patient was treated with insulin. It would have been helpful to determine how long the display issue had been occurring, if the patient had obtained any blood glucose readings prior to the event, what meals and medications the patient had taken prior to the onset of symptoms, if these are the patient's symptoms of high or low blood glucose levels, if emergency services were contacted, her blood glucose reading as tested by the emergency room physician, her medication regimen, and if the patient had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had not suffered any trauma. The meter was replaced. It is not known if the patient was able to obtain any meter readings prior to the onset of symptoms. While symptomatic, the patient alleged she was unable to test her blood glucose level due to the meter's display issue. The patient received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.